Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one trocar blade was not sharp during the procedure. The procedure was completed without replacing the product. There was no patient harm. Sample will be returning for evaluation.

Manufacturer narrative:
Three opened trocar assemblies were received in a small parts tray for the report of dull blade. The blades were visually inspected and were found to be conforming. Penetration testing was then performed and also found to be conforming. A review of the related device history records for the reported lot number has been performed. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints associated with the reported lot number. The returned sample was found to be conforming, therefore a dull blade as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).